Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-may-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main drawer 4.1 failed to close. A field service engineer (fse) attempted to close the drawer and reopened it to inspect the cause of the issue. It was found that the latch was falling off and had not been screwed in at all. The fse secured the latch assembly back into the drawer, which then closed successfully. The customer signed in, recovered the drawer, and was able to remove the medications. The station was confirmed to be functioning properly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the main 4.1 drawer spring was broken at back of the machine. The customer stated that this malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.